Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 227 mg/dl. The customer was planning on changing the cartridge. As the customer's insulin gauge was at 0 units and needed to be changed, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.